Event description:
It was reported that during testing conducted at the MFR, a broken bur was discovered in the drill attachment. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the MFR and upon eval, the broken bur was discovered within the drill attachment. The cause of the bur breakage is unk. The device could not be repaired and therefore was not returned to the user facility.